Manufacturer narrative:
The suture mediated closure (smc) system was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The root cause of the reported difficulties and the subsequent treatments are related to circumstances of the procedure, based on the information provided, the reported ¿suture pulled to hard¿ indicating operational context. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: avoid quick or jerky type movements with the suture limbs. It is likely the IFU deviation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the suture of the proglide device was pulled too hard and the suture snapped. The tavr procedure was completed. The arteriotomy was closed via cutdown and suture. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Device code (B)(4)- improper or incorrect procedure or method- excessive force was added to capture the suture being pulled too hard.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture was pulled too hard and the suture snapped. The arteriotomy was closed via cutdown and suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.